Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing was filled with approximately 38 units of insulin instead of the typical 20 units. There was no reported impact to customer's blood glucose. No additional patient or event information available.